Event description:
Customer reported a crack in the casing near the reservoir of the insulin pump. Customer stated that she is very active and runs and thinks this may have led to the crack. The blood glucose reading was 176 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.